Event description:
The patient had breast reconstruction surgery following a single mastectomy. At an unk time, post-implantation, the pt developed a seroma in the area of the tissue expander. This was discovered during the surgery scheduled to remove the tissue expander and replace it with a breast implant. This possibly limited the ability of the product to incorporate with the pt's own tissue. It is not known if the product was explanted. The product that was implanted in 2008 was surgimend, lot # 0807017. A tissue expander was also implanted. There is no information as to the name or lot number of this tissue expander.

Manufacturer narrative:
Surgimend lot # 0807017 was manufactured in 07/2008 with an expiration date of 01/31/2011. The batch record for this product lot was reviewed, and everything was found to be in order. No explanted product was available for evaluation. Information available from the surgeon was limited. It is not possible to determine if the presence of a seroma contributed to this outcome.